Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint could not be verified. The lead exhibited normal electrical characteristics.

Event description:
It was reported that the lead was experiencing changes in sensing and threshold values. It was explanted, returned, and replaced. No adverse events were reported.